Event description:
I've used fixodent for many years. I've experienced numbness/tingling & sucking of legs. I was diagnosed with neuropathy. Blood test will be done at next appt. Dose or amount: denture cream. Frequency: daily. Route: oral.